Event description:
The customer reported via phone call experiencing high blood glucose levels and difficulty removing the plunger from the reservoir. The customer's blood glucose rose from 238 to 285 mg/dl on the day prior to the call. The customer's most recent blood glucose was 415 mg/dl. The customer advised that he successfully treated using the insulin pump. He also reported that his last issue involved a bent infusion set cannula. He stated that he was most concerned about the insulin he lost due to the plunger being difficult to remove from the reservoir before its insertion into the insulin pump. He was advised that the infusion set and reservoirs would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-63816.